Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events; however, a specific cause could not be conclusively determined through this evaluation. It was reported that the patient continues to have low flow alarms when blood pressure is high and the patient is being treated with antihypertensives; a direct relationship between the device and the reported hypertension could not be conclusively determined through this evaluation. A direct correlation between the device and the reported right-sided heart failure could not be conclusively established through this evaluation. The submitted log files contained transient low flow alarms. There were no other notable findings. The system appeared to function as intended at the set speed. The account reported that a low flow software upgrade was requested for the patient¿s primary and backup controllers. Software 1.7 was successfully installed on 06may2021, with no issues noted on either controller. It was reported that the patient was experiencing low flow alarms and underwent an echocardiogram that showed some right-sided failure, and the aortic valve opening with every beat. Mean arterial pressure (map) was 124. The patient was taken to the catheter lab for a right heart catheterization. Per the physician, the left ventricle appeared to have some recovery. It was reported that there was not a device issue that caused or contributed to the reported right heart failure. The device operated as expected. The treatment included decreasing the pump speed to allow for left ventricle filling and starting the patient on antihypertensives. It was reported that there was no right heart failure, and the center is continuing the current plan of care with the left ventricular assist device (lvad). Lvad speed has been increased to 5200 rpm, with occasional low flow alarms. It was reported that low flow alarms did not fully resolve with the low flow software upgrade; the patient still has low flow alarms occasionally, when blood pressure is high. The patient remains ongoing on heartmate 3 lvas, serial number mlp-020775 and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) hypertension is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for mlp-020775 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event

Event description:
Additional information was received that there were no device related issues that caused or contributed to the event. The device operated as expected. Treatment included decreased speed to allow for left ventricle filling the patient started anti-hypertensives. It was reported there was no right heart failure and the site is continuing current plan of care with lvad. Lvad speed has been increased to 5200 rpm with occasional low flow alarms when blood pressure is high.

Event description:
It was reported that the patient had orthostatic hypotension which also could have contributed to the low flow events. The patient was given entresto 49-51 milligrams (mg), toprol 50mg, midodrine 2.5mg, and aldactone 25mg for hypertension. The patient was eventually discharged home on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events. Although the account communicated that the low flow events were likely due to hypertension and orthostatic hypotension, a specific cause could not be conclusively determined through this evaluation. A direct correlation between the device and the reported events (right-sided heart failure and patient condition) could not be conclusively established through this evaluation. The submitted log files contained transient low flow alarms. There were no other notable findings. The system appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 24nov2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was having low flow alarms since approximately 02:00 on the morning of (B)(6) 2021. An echocardiogram showed that the patient was having some right sided failure, and that the aortic valve was opening with every beat, and the patient's mean arterial pressure (map) was at 124 (noted to be possibility systolic). The patient was taken to the catheter lab for a right heart catheterization. The physician noted that the left ventricle had some recovery. The rotations per minute were decreased from 5100 to 4800 to allow the left ventricle to fill. Log file analysis captured low flows with high pulsatility index (pi) readings, which seemed to be physiological in nature. The patient was in a low volume state with a map of approximately 100. Pulmonary capillary wedge pressure was at 4-6 at 4800 rotations per minutes. Low flow software was installed on (B)(6) 2021 on both the primary and backup controller per request of the center.